Manufacturer narrative:
Evaluation summary: the powercross was received for evaluation. The device was received in a post-inflated state. No damages or anomalies were observed on initial inspection. A 0.018" gw was loaded into the powercross catheter and connected to an inflation device. While water from the inflation device was administered, the balloon was beginning to fill slower than expected. It was discovered a stream of water was leaking from an adhesive port of the manifold. Pressure continued to be applied in order to fill the balloon despite leaking from the manifold. No leak to the balloon was observed. The manifold was inspected under a microscope. A cloudy white substance was observed near the junction of the guidewire lumen and inflation lumen intersect. A syringe filled with water was connected to the guidewire port and the plunger was pressed. Water was successfully able to exit the distal tip with no leak observed from the manifold or catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to treat a lesion in the right mid superficial femoral artery using a powercross pta balloon. Target lesion was calcified, with little tortuosity and moderate calcification. A 6f sheath and guidewire were used. No issues to device or packaging noted during prep. IFU was followed. No resistance encountered when advancing device. No excessive force was used. It was reported that during the first inflation, as the balloon was being inflated to nominal pressure, a leak/burst was noted at 6 atm. All fragments of the balloon were retrieved. A nanocross of the same size was used to complete the procedure. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.